Manufacturer narrative:
(B)(4). The sample was discarded; however, the lot information was provided and a batch review will be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). One companion sample was received, and visually inspected with solution noted throughout. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The assignable cause was undetermined; the device functioned normally during evaluation. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power twice to clear the error. The caregiver explained the patient got the same error last night. Gts explained the patient would need to start over with new supplies. The caregiver requested a replacement hc, and gts arranged a swap. Product surveillance made contact with the caregiver who advised nothing was noticed with the supplies and the patient was able to continue therapy with the new supplies. Product surveillance requested a companion sample for evaluation and was able to attain the lot information. The caregiver explained the patient's dialysis nurse was notified. No injury or medical intervention was reported.